Event description:
It was reported that the graftmaster stent delivery system (sds) was being used to treat a perforation that had occurred in a lesion located in the heavily tortuous, heavily calcified, restenosed, distal circumflex. It was observed that the hypotube kinked during the failed attempt to cross the graftmaster sds. Another graftmaster was used to seal the perforation successfully. There was no clinically significant delay in the procedure or adverse patient effects reported due to the graftmaster issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that hemorrhage is listed in the rx graftmaster instructions for use as a possible adverse effect that may be associated with the use of jostent coronary stent graft procedures.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.